Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was experiencing shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump's black box data from the time of the complaint has been overwritten due to continued use of the pump. The current black box showed no evidence of short battery life. The pump was exercised with the returned battery cap for 24 hours with no power issues duplicated. The pump's current draws were within specifications. The alleged issue could not be duplicated.